Event description:
It was reported that laser tip breakage was noted during a benign prostatic hyperplasia (bph) procedure. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with an alternative method (turp). The patient was stable following the procedure; there was no patient injury reported during the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the reported issue cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.